Event description:
Medtronic (covidien) received report of an event involving mindframe capture lp. During the thrombectomy procedure of an occluded right m1 of the middle cerebral artery (mca), when the device was in-situ in the anterior cerebral artery (aca) the vessel was reported to have shut down as a result of vasospasm. Nicardipine was given and no further intervention was required for this event. One device pass was made and tici 2a was achieved. The thrombus length was reported to be the entire a2. No other complications were reported and no further treatment was provided. The patient was reported to have been discharged.

Manufacturer narrative:
The device was not returned for analysis as it was discarded. The lot history record of the reported lot number has been reviewed and no quality issues were noted. The event described appears to have been procedure related as the device functioned as intended. (B)(4).